Manufacturer narrative:
Due to the allegation alleged and the court documents being received by invacare a medwatch report will be filed in an abundance of caution for this incident. For filing purposes, the manufacturing location will be listed as invacare taylor street. The actual manufacturing site of the bed and bed rails is currently unknown. Attempts are actively ongoing to obtain additional information regarding this incident including identifying information on the bed and bed rails to determine if they are even invacare devices. Due to the limited information being available at this time no further investigation can be conducted.

Event description:
Court documents were received alleging an incident occurred on (B)(6) 2024. The documents stated the following ¿plaintiff was injured was caused by inadequate warnings and failure to warn the plaintiff of the condition of the hospital bed with bed rails at the time the hospital bed with bed rails left the care, custody and control of the defendants which rendered the hospital bed with rails unreasonably dangerous for its intended use.¿